Event description:
A surgeon reported that, following cataract surgery, one of his pts reported being bothered by full sun particularly in the early morning and late afternoon. Exposure to full sun results in what the pt describes as overall glare.